Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, a nurse reported a home visit was initiated due to an infection in the stoma. The stoma exhibited a secretion of odorless fluids and local dermatitis, perimetrically. Also noted was a granuloma to the right and left of the stoma and pain during mobilization. The patient's gastroenterologist prescribed augmentin (875 + 125) mg (1x2, morning-evening) for 7 days. Stoma site cleaning was recommended twice a day.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.